Event description:
It was reported that the insulin pump gave an error alarm multiple times. Nothing further was reported.

Manufacturer narrative:
This insulin pump alarmed during the prime test due to a loose drive support disk.